Event description:
The patient reported that they have passed out 8-10 times since the device was implanted. The patient noted to get disoriented before and after passing out. Follow up indicated that the device was functioning normally. The patient had also been followed by a neurologist; however, no cause to the passing out was found. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.